Event description:
On (B)(6) 2017 we were informed that a optiform 27mm mechanical valve was implanted and then explanted in a patient. Re- intervention was required due to leaflet not opening. Device was replaced with a st jude valve.

Manufacturer narrative:
No further information has been provided by the physician for this event. Implant registration data shows an aortic and annuloplasty implant a5-025 and ar-728 implanted (B)(6) 2006. The manufacturing and material records for the optiform prosthetic mitral heart valve, f7-027 s/n (B)(4), were pulled and reviewed by the manufacturer. The results confirmed that the valve satisfied all standards required for a (f7-027) optiform prosthetic mitral heart valve at the time of manufacture and release. The surgeon would not provide more details regarding patient data, case report or disposition of the explanted valve. Based on the information provided, it is not clear what the reason for explant of the valve was therefore no conclusion can be drawn. If more information should become available the case will be re-opened to continue investigation. This case will be closed at this time and can be re-visited if further information becomes available. Updated data: expiration date, UDI#, device availability, device evaluation, manufacturing date, evaluation codes, not returned to manufacturer.